Event description:
Customer reported he has had low blood glucose. Last time his blood glucose was 36 mg/dl. Adjustments were made to the basal rates. Customer stated his blood glucose is much better now. Customer is new to the insulin pump and has been receiving training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).